Event description:
It was reported that the sales representative received information that the baseplate has already been implanted. The surgeon will do further examination about the size he implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.